Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump was unable to verify alarm and button keypad anomaly due to blank display. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that they received a watchdog timeout alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped and was exposed to water. The alarm was explained to the customer. The customer stated that they were unable to clear the alarm. The customer was advised to remove the battery. The insulin pump will be replaced and will be returned for analysis.